Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that a repeated request for calibration occurred. The patient stated the continuous glucose monitor (cgm) displayed a calibration error. Because the patient is hypo-unaware, a blood glucose (bg) was not performed during the error, and the patient passed out and fell. When the patient regained consciousness, she attempted to stand, but fell again. The patient was found by the window cleaner who called emergency medical services (ems). The patient¿s bg per ems was not provided; however, the patient was administered fast-acting carbohydrates (type not provided) on the way to the hospital. The patient was evaluated, received unspecified treatment, and diagnosed with a broken ankle and foot. The patient cannot recall the incident, nor the bg values obtained by the paramedics or the hospital. At the time or report, the patient was in stable condition and still at the hospital. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.